Event description:
It was reported that during an unspecified procedure, stent damage was noted. The lesion location is unk. The physician was unable to introduce the 8x42x1350 sentinol biliary stent delivery system (sds) into the sheath, and noted that the stent struts were flared prohibiting catheter advancement. Therefore, this device was not used. The procedure was completed with a different device. The device had no contact with the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.